Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003667, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003667 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac m12 on 09-oct-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3k00684 was manufactured according to the wi version 26 assembled in the quickset line, on 09-oct-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3j05023 was manufactured according to the wi version 39 and manufactured in the line 8-5-4, on 05-oct-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1 : patient city : (B)(6) patient country : united states

Event description:
Reference number (B)(4). Event occurred in united arab emirates it was reported that the patient experienced an event of insulin flow blocked alarm on (B)(6) 2025 which led to high blood glucose. The patient was admitted to the hospital and received insulin using intravenous drip. Patient was also tested positive for ketones. No further information available.